Event description:
It was reported the lead was explanted due to an insulation break/cut and the device subsequently tested out of specification. No patient complications have been reported as a result of this event.